Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas had a cracked screen, consistent with a device fracture involving the touchscreen, and a replacement was arranged after the user provided a photo. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information supplied by the user. Investigation of this case revealed a stress-related problem consistent with a physical fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.